Event description:
Dr (B)(6) at the anti aging clinic in (B)(6) performed the renuvion procedure on my arms, in his office in the afternoon. I was picked up by ambulance from my home approximately 3 hours later and taken to the emergency room. I stayed overnight and was discharged the next afternoon. I had excess gas that blew my upper body up. I was having difficulty breathing as the gas pushed my lungs apart. It took approximately 3 weeks to recover and my arms are in worse condition then before the procedure. FDA safety report ID # (B)(4).